Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the procedure, when examining the patient, it was found that the tempo 5f 100cm pig angiographic catheter had a crack and could not be used normally. There was no reported injury to the patient. The device will be returned for evaluation. The hospital reported this case as an adverse event to the china nmpa.